Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm91scs2 (serial: (B)(6)); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that it's been a while that they have not used and charged their device. Pt mentioned that several months ago they noticed that the stimulation was going down into their leg. Pt described it as shooting like a tens unit shooting pain. It was going into their leg and pelvic so pt just cut it out and didn't charge it. Agent asked if they already had reached out to their managing doctor (hcp) and pt stated yes. Pt mentioned they have to do an MRI ordered by their managing hcp and they needed the equipment working again. Pt mentioned that they had been trying to charge the handset and the screen at first showed the signal that the handset was charging but now there's no symbol anymore. Pt haven't tried other charging cord yet. Agent had pt pressed and hold the power + volume up buttons while plugged in and mentioned that the charging signal came but did not reboot the handset. Then pt pressed and hold the power + volume down buttons while plugged in, pt later confirmed the screen showed 0% but unable to restart the handset. Agent advised the pt to let the handset plugged in for 30 minutes and agent will callback to further troubleshoot the rest of the equipment. Pt was unable to provide serial number of the handset but provided the communicator serial number and mentioned that the communicator had yellow light on it and agent reviewed information to pt. Callback made and pt confirmed that the handset was at 25% and handset can be turned on. Agent had pt reset the bluetooth however, pt wasn't seeing the 3 vertical lines to close all. Agent tried to reset the communicator when the light turned green but pt mentioned they did not see any other light flash, they just say green. Agent advised to charge the communicator. Agent had pt access mystim and showed unable to connect. When pt checked the wireless recharger (wr) pt mentioned there was an orange light as well, they were able to get a charging adaptor to charge the wr and pt mentioned there's 1 green line blinking. Agent reviewed that all equipment were able to take a charge and needed to continue charging. Agent will again give a callback tomorrow morning. Agent called the patient back. Patient confirmed that they were able to charge their external devices. Agent had pt accessed recharger app and instructed pt to take the wireless recharger out from the dock. Pt tapped connect then pt mentioned the screen showed 50%, after some clarification pt mentioned low-high 0-1-6. Agent instructed pt to place the recharger over their implant. Pt then mentioned they were recharging in excellent. Agent advised pt to keep charging their implant and callback once fully-charged. Patient called back to get assistance in connecting to her implant and turn therapy on. Patient was able to connect and she was in group a, which felt a bit strong. Patient changed to group c. Agent reviewed how to increase/decrease stimulation.